Manufacturer narrative:
(B)(4). Additional suspect medical devices component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient had wound dehiscence and the ipg was visible while lead insertion site was starting to break down. Symptoms were itching, drainage at top of the incision site, redness on both scars and burning sensation at ipg site. It was also reported that the patient had developed infection due to wound healing and the infection was not device related. Antibiotics were prescribed. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4): device evaluation indicated that the source of the complaints in regard to low back pain, burning sensation and infection, could not be determined. Ac/dc current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The device passed the required tests and exhibited normal device characteristics. (B)(4): device evaluation indicated that visual inspection of the leads found no anomalies. Review of the sterilization records did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had wound dehiscence and the ipg was visible while lead insertion site was starting to break down. Symptoms were itching, drainage at top of the incision site, redness on both scars and burning sensation at ipg site. It was also reported that the patient had developed infection due to wound healing and the infection was not device related. Antibiotics were prescribed. The patient underwent an explant procedure.